Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the cables at the wrist under magnification and found no fraying or damage. However, unidentified debris was found on different sections of the instrument cables, pulleys and cable holes at the proximal clevis. The debris is not consistent with the customer reported" cable shards" as it is somewhat clear in color and round in shape. Multiple attempts have been made to obtain additional information from the site including the procedure video, however, at the time of this report no additional information has been received. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument is fully functional with no trouble found. Per the case notes, the fragments were retrieved from the pt and the procedure was successfully completed.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff observed "cable shards" in the pt. The fragments were retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.